Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a power on reset and therapy had stopped while sitting in her den. The power on reset was not related to an overdischarge and the patient put new batteries in and it was still there. There was no recent medical test or electromagnetic exposure. The informational power on reset was cleared successfully with the programmer and therapy was turned back on and was adequate. The patient was directed to follow-up with their healthcare provider if it occurred again. The indication for use was spinal pain.